Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation prior to implant, the insertable cardiac monitor exhibited bluetooth telemetry loss due to the icm being in backup operation. The icm was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). The device was restored from service app to therapy app. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis of device could not reproduce the reset condition. Further analysis of the device image indicates reset was caused by code corruption, consistent with an integrated circuit anomaly in the hybrid. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.